Event description:
The facility has had a case of infection for the reported lot number, a different lot number has been used without any infections to date.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr review showed no other similar product complaint file(s) from this lot.